Event description:
It was reported that a spectrum pump had an issue: after the pump was programed, the medication does not go down. This occurred during programming/setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of medication not infusing was not reproduced. Flow accuracy test was performed and the device passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be motor shaft had a buildup of black particulate and 2 of 6 nylon motor screws severed. The motor gears, and bearing will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.